Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2012.according to the complainant, during the procedure, four biopsies were retrieved from the patient's stomach; however, the dual pullwires broke after retrieving the fourth specimen. The procedure was ended after this event occurred. Reportedly, no part of the forceps detached into the patient.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, four biopsies were retrieved from the patient¿s stomach; however, the dual pullwires broke after retrieving the fourth specimen. The procedure was ended after this event occurred. Reportedly, no part of the forceps detached into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that one pullwire was broken. Further analysis of the broken pullwire determined that the fracture occurred due to a bending cyclic event. The failure site exhibited evidence of fatigue striations, as well as tension and compression zones. The failure surface also presented with dimples at the final breaking zone. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire was broken. The specific cause of the failure cannot be identified at this time; however, an investigation is underway to address pullwire issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.